Event description:
Dealer states motor wobbly, shakes. The reporter has been contacted for additional information. It was learned that right where the motor casing, gear casing, and shaft come together is where the problem lies. At times the motor will surge. No injuries reported. The dealer still has the motor.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1114836, rev. F(aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.